Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that while on the ovarian pedicle during a hysterectomy, there was an end tone indicating a completed seal cycle, but no seal was completed. The site tried the instrument on another generator with the same result. There was no pt injury. Another device was used and the surgeon had the same issue. This device can be found on MFR report# 1717344-2010-00814.